Event description:
It was reported that during a davinci assisted hysterectomy-malignant surgical procedure, the site contacted intuitive surgical (is) technical support to report that they faced system error 319 pointing to universal surgical manipulator (usm) 2. The isi technical service engineer (tse) found that logs were showing several errors 319 and 307 pointing to axes controller spar (acs) and axes controller, carriage (acc). Before calling in, the site already restarted the system two times without success. The isi tse confirmed the error 319 pointing to usm2 and requested to exercise usm 2 and restart with emergency power off (epo), but the issue persisted. The usm 2 was deactivated so customer could continue with the surgery. The procedure was completed with no report of patient harm, adverse outcome or injury. The alleged issue caused a procedure delay of less than 15 minutes. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting errors on the usm, an investigation is in progress to determine the cause of this reported event. An isi field service engineer (fse) has been dispatched to investigate the reported event. The fse replaced the usm2 to resolve the 319 error. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and found to error 319. During in-house testing in normal mode, the error was confirmed and replicated. The usm was the tested on the test platform where it failed fiber test with a 319-error pointing to the rolling loop fiber. A golden rolling loop fiber was installed, and the error went away. The original rolling loop fiber was re-installed, and the error returned. The rolling loop fiber will be replaced as a fix to the reported problem. The complaint regarding an error 319 was confirmed based on the field evaluation/failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause of the reported issue is attributed to component failure. This complaint is considered a reportable event due to the following conclusion: a usm was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.